Manufacturer narrative:
The sureform 45 stapler instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts with no issues. The instrument was tested in-house, and it initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two sureform blue 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additional observation(s) not reported by site and was found unrelated to the reported complaint included: the instrument failed the engagement test based on a log review. The instrument was installed on an in-house system and passed the mechanical engagement sequence. The instrument passed the recognition and engagement tests on 3 out of 3 attempts. Log review of customer system confirmed two engagement failures via error code 22020 indicating engagement on the aux-action axis. The sureform 45 blue reload was also returned and evaluated. There was no damage to the reload. There were no device related failures. The reload was returned unused and unfired. It was not proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The stapler sureform 45 instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer stated the stapler sureform 45 instrument jaws would not properly open. Customer replaced the instrument. The procedure was completed with no reported injury.